Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during its installation surgery because of the patient¿s poor bone quality. After that, it was executed bone graft to receive another dentsl implant after healing. The patient presented bone type iii.